Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, d4,h1, and h10. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Revision operative notes note that a revision was performed for tibial subsidence. The implants were removed and no intraoperative complications were reported." Mmi final report received and attached to xrays within complaint. Tibial subsidence and radiolucency confirmed with questionable loosening.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; a visual and dimensional evaluations could not be performed.the review of the device history record(s) identified no deviations or anomalies during manufacturing. The device is used for treatment and the reported products were reviewed for compatibility with no issues noted. A review of complaint history found no additional related issues for this item and the reported part and lot combination. X-rays were provided and reviewed by a health care professional. Review found left total knee arthroplasty with evidence of anterior and medial tibial subsidence with radiolucency seen along the cement hardware interface of the lateral tibia. Possible loosening along the lateral tibial plateau and small joint effusion. There was normal overall fit and sizing. Review of the provided medical records found all components were removed without complication and further medical records were not provided. A definitive root cause cannot be determined and no corrective actions, preventive actions, or field actions resulted after investigation of this event. This complaint was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant devices - femur trabecular metal cruciate retaining (cr) standard porous catalog #: 42502806201 lot #: 64681652; articular surface fixed. Bearing cruciate retaining (cr) left 10 mm height catalog #: 42512000110 lot #: 64585775; all-poly patella cemented32 mm diameter catalog #: 42540200032 lot #: 64776017. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the patient underwent a knee arthroplasty revision due to pain, limb malalignment and tibial subsidence approximately three months post-operatively. Initial operative notes did not identify any intraoperative complications. Attempts have been made and no further information has been provided.